Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure all measurements on the newly implanted right ventricular (rv) lead were appropriate through the pacing system analyzer (psa). The device was connected and the pocket was closed. During the check following the procedure, the device and rv lead noted impedance measurements greater than 2,000 ohms and pacing was not being delivered. No visible movement or damage was noted on x-ray. The pocket was reopened and the rv lead was tested through the psa. All measurements were appropriate. The device was connected again and impedance measurements greater than 2,000 ohms were noted and not pacing was delivered. As it was suspected there was an issue with the device, the device was explanted and replaced. The rv lead operated appropriately with the new device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--